Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 and main drawer 5 was unrecoverable. A field service engineer replaced the missing magnet latch on drawer 5 and reseated the loose latch sensor connection on drawer 4.2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawer 4.2 and main drawer 5 was unrecoverable. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex c grid. A supplemental MDR was submitted to reflect the correct imdrf annex c grid.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawer 4.2 and main drawer 5 was unrecoverable. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.